Event description:
End user called in and stated that her chair intermittently shuts down. Per end user her joystck is part of the recall. End user stated there were no injuries associated with the incident.